Event description:
It was reported that during a training/demo of the da vinci system, the training lab staff experienced an issue where the surgeon side console (ssc) was not connecting to the vision side cart (vsc), and logs indicated blue fiber cable errors. The technical service engineer (tse) recommended performing a hard reboot and reseating both ends of the blue fiber cable. The caller executed a hard reboot, reseated, and cleaned both ends of the blue fiber cable, but the issue persisted. The caller then performed another hard reboot, tried a new blue fiber cable, connected it to the vsc port 1 and port 2, and booted up the system, but the issue still remained. The caller also mentioned that the previous day, an error occurred with the simulator connected to the ssc. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the fiber port on the back of the surgeon side console (ssc). The system was verified and ready for use.